Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if the patient suffered from any signs or consequence due to the issue? Please provide more information. What is the product code & lot number? Device return follow up. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-01429 and 2210968-2023-01430.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture had broke three times on a single patient creating an event report. Unknown how the procedure was completed. Unknown if three sutures are available for returned. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2023. Additional information was requested, the following was obtained: it was reported by the account contact that during an unknown procedure, had a suture break three times on a single patient creating an event report. Unknown how the procedure was completed. Unknown if three sutures are available for return. Procedure was thigh lift could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information the patient did not suffer from the needle breaking on the 3-0 monocryl what is the product code & lot number? The product code and lot were not retained., we did keep the suture and it is available for return. Device return follow-up. The following additional information was requested: according to the additional information received, "the patient did not suffer from the needle breaking on the 3-0 monocryl".   Please clarify the issue that occurred during the procedure. It was reported that 3 sutures broke. How many of the 3 devices had suture breakage during the procedure? How many of the 3 devices had needle breakage during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01429, & 2210968-2023-01430.